Event description:
It was reported that shortly after implant, the patient developed a pocket hematoma. No further information is available as to the resolution of the hematoma.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.